Event description:
The complainant reported a patient noted as high risk percutaneous coronary intervention was implanted with an impella 5.5 device for mechanical circulatory support to wean the patient from cardiopulmonary bypass. It was reported that the day after support was initiated, there were impella position unknown alarms likely due to the patient¿s low pulsatility, and the medical team was advised to correlate the impella position clinically. Two days later, on (B)(6) 2025, it was reported that the patient developed paroxysmal atrial fibrillation with rapid ventricular response in the setting of ddi pacing. There were noted events of severe slow atrial fibrillation and pulsitility dropped in the setting of irregular rhythm. The patient was given a bolus of amiodarone to treat the arrhythmia. The next day, on (B)(6) 2025, the patient developed supraventricular tachycardia with complete heart block and periods of ventricular asystole. It was noted that the patient was experiencing a complex rhythm issue, sometimes observed in the setting of mitral valve regurgitation and aortic valve regurgitation. Impella support was continued, and the patient was monitored. Later that day, the patient developed ventricular tachycardia and was defibrillated twice. Cardiopulmonary resuscitation (CPR) was initiated after the patient lost pulse. Two rounds of CPR were performed and levophed was administered for low mean atrial pressure. Suction alarms presented after pressures were restored, and the pump was lowered to p-7 from p-8, and it was noted the patient continued to experience intermittent ventricular tachycardia. Amiodarone and lidocaine were administered, and a regular heart rhythm was achieved. On (B)(6) 2025, it was noted that there were no further arrhythmic events, however the patient¿s white blood count increased above normal range and the patient was febrile. On (B)(6) 2025, it was noted that the patient¿s hemaglobin dropped significantly with no apparent source of bleeding. Heparin was discontinued and the patient was transfused with 2 units of packed red blood cells (prbc). Blood cultures resulted and were positive for bacteria growth with gram-negative rods and gram-positive cocci bacteria identified. The patient was placed on antibiotics. The following day, on (B)(6) 2025, the source of bleeding was confirmed to be gastrointestinal as melena was observed in the stool. The patient received 5 more units of prbcs, heparin remained withheld. It was reported the patient had another episode of ventricular tachycardia that required cardioversion and amiodarone and lidocaine to resolve. On (B)(6) 2025, it was reported that there were false alarms for impella in aorta due to a loss of pulsatility and suctioning. On (B)(6) 2025, echocardiography was performed and the patient¿s left ventricle ejection fraction recovered to 25%, and a plan was made to explant. The patient was successfully weaned and explanted. Upon explant, the impella site was cultured due to turbid drainage observed. The wound was irrigated and then closed.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
The product was not returned for investigation. The data log review confirmed the complaint condition. The cause of the pump suction is most likely patient condition, as clinical details as well as the low pulsatility in placement signal and motor current from data log review indicates poor or declining patient condition. The root cause of the atrial fibrillation, tachycardia, asystole, fever, and infection was unable to be determined due to insufficient clinical details. The cause of the retroperitoneal hemorrhage was not determined due to insufficient clinical details. The pump passed all post sterile inspection criteria.